Event description:
It was reported that the asymptomatic patient presented for in-clinic for a routine device check. Upon interrogation high ventricular rate episodes were noted on stored electrograms. The episodes were the result of oversened noise exhibited by the right ventricular lead. The noise had resulted in pacing inhibition. Programming interventions were made. The patient was stable.